Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation, and device evaluation is currently underway. The device evaluation was accomplished through a review of the downloaded software flags.the review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. There is no indication that the device caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll and reported that the patient passed away while wearing the lifevest. Device download data revealed that the patient was treated one time during the event. At 01:15:52 the patient was treated inappropriately. The patient was in supraventricular tachycardia (svt) at the time of the treatment. Svt rate above the programmed treatment threshold contributed to the false detection. It was reported that while in the hospital the lifevest was removed and that the patient coded three times prior to passing. The patient passed away on (B)(6) 2017 while in the hospital.